Manufacturer narrative:
The customer reported that the probe does not fit into the trocar. The probe was returned for evaluation without any additional related information. The probe was manufactured on march 21, 2017. There were 1,488 paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. The probe was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2018 and revealed that the nitinol tip of the laser probe was bent and fell off upon handling and the laser probe was unable to be inserted into a 23ga trocar cannula properly. The laser probe cannula was inserted into a 23ga trocar and there was no resistance felt. On (B)(6) 2018, the sample¿s outer cannula diameter (od) was measured at receiving inspection per drawing 460-1249-004, rev. P0. With an outer diameter min/max values of 0.0250 to 0.0255 inches, the sample¿s outer diameter was measured to be 0.02515 to 0.2520 inches, meeting specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe would not fit into the trocar cannula during a surgery. There was no harm to the patient.